Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via manual dose injection. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.